Event description:
The customer reported to baxter (B)(4) that a perforation was discovered during priming a vented solution set. One sample is available and will be returned for evaluation. No patient injury or medical intervention was associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The customer returned an actual sample for evaluation. A visual evaluation was performed and the reported condition was confirmed. An assignable root cause cannot be determined; however, as a preventative measure, new sensors were installed in the sealing machines. A batch review was performed on the reported lot and no deviations were found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.